Event description:
The patient reported that, while waiting for a new insulin infusion device, she has been experiencing some elevated blood glucose levels while on insulin injections. She said her blood glucose levels ranged from 27 mg/dl to "hi." She stated in 2007 at 5:30 p.m., after she had been without her insulin for over 2 hours, she took her blood glucose reading and it was 252 mg/dl. She said she went to an urgent care clinic where she was given a prescription for insulin. She stated at 7 p.m. Her reading was 275 mg/dl. She said she ate a turkey sandwich and some oranges and then took 4 units of insulin for her meal and 4.5 units to treat her elevated levels. At 9 p.m. Her reading was 494 mg/dl and she took 10 units of insulin. She said her levels remained elevated throughout most of the night but she only took 2 more units of insulin. She stated at 3:30 a.m. She awoke ravenous and her reading was 27 mg/dl. She states she ate a peanut butter and honey sandwich and a glass of milk and went back to bed. She stated the next morning at 9:30 a.m. Her reading registered "hi" and she treated it by injecting 11 units of insulin. On follow up on three days later, the patient's husband stated the patient is doing fine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation as the patient was on injection therapy at the time of the incident.

Manufacturer narrative:
No product will be returned for evaluation.